Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The returned instrument was received in its inner and outer blister covered with the tyvek foil, showing the lot information. The instrument showed no macroscopic signs of damage but exhibited surgery residues. It is returned in an open state. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. During the visual inspection, it was noticed that the forceps arm is slightly bent. The device was then functionally tested, and it was found that the forceps stock during actuation. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damage to the instrument occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic forceps tip cannot close during vitrectomy surgery. The surgery was completed by the alternative forceps without any patient impact.